Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer was hospitalized on (B)(6) 2014 for a blood glucose level of 571 mg/dl. The customer received a motor error alarm from her insulin pump in the middle of the night, and when she woke up her blood glucose was high because the insulin pump had stopped working. The customer expressed the following symptoms: nausea and malaise. The customer was treated with an insulin drip and fluids. The customer was wearing the insulin pump at the time of her emergency room visit. Standard troubleshooting was performed. The insulin pump was not able to prime. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The product is being returned. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.